Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a throbbing sensation and wanted to turn her device down or off. When she tried to use the programmer, it had a blank screen. The patient changed the programmer batteries twice without success. She could not turn her stimulation down. Further information is being requested from the hcp.